Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needles had dimension issues with cannula too long and insufficient cannula length. The following information was provided by the initial reporter : the consumer reported syringes from same bag had different sizes needle lengths in that some are shorter and others are longer. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes; d10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned (10) 31gx8mm, 0.5ml bd insulin syringes in an unopened polybag from lot# 0314107. The customer reported that syringes from the same bag had different size needle lengths. The returned syringes were examined, then tested using a cannula length gauge, and it was observed that all 10 samples fell within specification. No defects were observed. A review of the device history record was completed for batch# 0314107. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needles had dimension issues with cannula too long and insufficient cannula length. The following information was provided by the initial reporter : the consumer reported syringes from same bag had different sizes needle lengths in that some are shorter and others are longer. Date of event : unknown; sample status : awaiting sample.